Manufacturer narrative:
During field service engineer investigation, the touchscreen became nonfunctional and could not be restored through touchscreen replacement. Subsequent loss of usb functionality was also observed, eliminating access to external input devices. These failures are consistent with an internal electronics issue, likely associated with the electronic interface controller (eic) or related circuitry. The system was removed from service and the eic was exchanged along with the power supply module. Complaint confirmed on the electronic interface controller (eic). Replacement of transition board, front bezel and damaged touch panel is required. Hard disk drive reimage required. Reported problem was not reproducible on the power supply module after being evaluated and in use for two days at the depot. The root cause was an internal hardware failure within the electronic interface controller (eic) or associated electronics, resulting in loss of touchscreen and usb input functionality. This failure led to loss of system operability and contributed to the reported system shutdown event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in france reported the system shut down during surgery. The surgeon switched to another stellaris system to complete the procedure. There was no patient impact.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.